Manufacturer narrative:
The reported complaint of tubing disconnection/separation was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the 48.5" pressure tubing was found separated from the female luer. The pressure tubing was found tacky at the bond site. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the solvent on the tubing not being fully cured during the assembly process. The device history (DHR) and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
It was reported that the tubing detached from the 3-way stopcock during priming of normal saline. There was no drug spillage and no drug exposure to the patient and health care provider. The tubing was replaced and therapy resumed. There were no other defects observed. There was no patient involvement reported. No additional information is available.